Manufacturer narrative:
Continuation of d10: product ID wr9200 serial# (B)(6) product type recharger. Product ID cd9000 serial# (B)(6) product type multiple therapy. Product section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). H3: analysis of the wireless recharger had shown that it was confirmed to be unresponsive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger could not be operated despite attempting to reset it. The possible contributing factors are unknown. The issue was not resolved at the time of this report. Additional information was received clarifying that the battery indicator light was flashing like waving. The device was replaced with a new one.